Event description:
Bayer case number: (B)(4). Random pelvic pain [pelvic pain female], joint pain [joint pain], pre-menstrual breast pain [premenstrual breast pain], period pain level 9 on day(d) + 1 [period pains], haemorrhagic bleeding [bleeding menstrual heavy], bloating [bloating], flatulence [flatulence], chronic tiredness [tiredness], declining vision [vision decreased], difficulty focusing [difficulty focusing eyes], significant weight gain without any changes in lifestyle or die [weight gain], tingling in the extremities [paraesthesia of limbs], night sweat [night sweat], hypertension [hypertension], vaginal dryness [vaginal dryness], severe itching when heat is applied to the pelvis [itching], dizziness [dizziness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("random pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), premenstrual pain ("pre-menstrual breast pain"), dysmenorrhoea ("period pain level 9 on day(d) + 1"), heavy menstrual bleeding ("haemorrhagic bleeding"), abdominal distension ("bloating"), flatulence ("flatulence"), fatigue ("chronic tiredness"), visual impairment ("declining vision"), vision blurred ("difficulty focusing"), paraesthesia ("tingling in the extremities"), night sweats ("night sweat"), hypertension ("hypertension"), vulvovaginal dryness ("vaginal dryness"), pruritus ("severe itching when heat is applied to the pelvis") and dizziness ("dizziness") and was found to have weight increased ("significant weight gain without any changes in lifestyle or die"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to arthralgia, premenstrual pain, dysmenorrhoea, heavy menstrual bleeding, abdominal distension, flatulence, fatigue, visual impairment, vision blurred, weight increased, paraesthesia, night sweats, hypertension, vulvovaginal dryness, pruritus, dizziness or pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Random pelvic pain [pelvic pain female], joint pain [joint pain], pre-menstrual breast pain [premenstrual breast pain], period pain level 9 on day(d) + 1 [period pains], haemorrhagic bleeding [bleeding menstrual heavy], bloating [bloating], flatulence [flatulence], chronic tiredness [tiredness], declining vision [vision decreased], difficulty focusing [difficulty focusing eyes], significant weight gain without any changes in lifestyle or die [weight gain], tingling in the extremities [paraesthesia of limbs], night sweat [night sweat], hypertension [hypertension], vaginal dryness [vaginal dryness], severe itching when heat is applied to the pelvis [itching], dizziness [dizziness]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4) on 13-may-2025. The most recent information was received on 22-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("random pelvic pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), arthralgia ("joint pain"), premenstrual pain ("pre-menstrual breast pain"), dysmenorrhoea ("period pain level 9 on day(d) + 1"), heavy menstrual bleeding ("haemorrhagic bleeding"), abdominal distension ("bloating"), flatulence ("flatulence"), fatigue ("chronic tiredness"), visual impairment ("declining vision"), vision blurred ("difficulty focusing"), paraesthesia ("tingling in the extremities"), night sweats ("night sweat"), hypertension ("hypertension"), vulvovaginal dryness ("vaginal dryness"), pruritus ("severe itching when heat is applied to the pelvis") and dizziness ("dizziness") and was found to have weight increased ("significant weight gain without any changes in lifestyle or die"). At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to arthralgia, premenstrual pain, dysmenorrhoea, heavy menstrual bleeding, abdominal distension, flatulence, fatigue, visual impairment, vision blurred, weight increased, paraesthesia, night sweats, hypertension, vulvovaginal dryness, pruritus, dizziness or pelvic pain. The reporter commented: period of onset: for the past several years. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 93 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.